Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, device back up vvi issue was observed. The patient was brought into clinic for further evaluation and the patient¿s presenting rhythm was intrinsic faster. A device restoration was performed successfully. Patient was stable and will continue with normal follow ups.